Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an area of the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem's technical support to obtain additional information; however, a response was not received.